Event description:
Pt reported chemo bag leaking - "3 pinholes." Pt instructed to disconnect and flush. Replacement bag sent next day with remainder of 5fu infusion, per md order. Bag returned to pharmacy and inspected - only 1 "pinhole" (not a needle stick). No sharp protrusions in blue cassette bag was in.